Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a syringe pump channel disconnect after selecting the channel select button in an attempt to change the epinephrine infusion dose. With the module in the same location the nurse selected the channel a second time with the same result, "channel disconnect". The syringe pump was moved to the other side of the pcu and no more disconnects were reported. The customer suspects channel disconnects related to an iui malfunction. No patient harm reported.

Manufacturer narrative:
Correction on initial report.